Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that upon checking the cuff of a smiths medical smiths medical portex® blue line ultra® tracheostomy tube the air pressure was lowered. It was reported that there was a cuff leak. Subsequently, a tracheostomy (trach) tube change out was performed with no reported adverse patient effects.